Event description:
It was reported that when the battery was removed from the external pulse generator the device immediately shut off. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, lower case, side bail covers and ring cover were broken, the battery release, knobs, heart block and heart wire contacts were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched, the battery drawer o-ring was missing, the encoder flex was damaged and loose. Further analysis was performed on the main pcb. This analysis found that the battery removal failure was due to a capacitor component failure. (B)(4).